Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver boot test was performed and failed. Speaker/vibrator resistance test was performed and passed. Internal visual inspection was performed and passed/failed. The performance data was not reviewed due to receiver not turning on because of defective lcd.the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.